Event description:
A consumer reported that following intraocular lens (iol) implant surgery, her astigmatism was not corrected. The unresolved astigmatism was not observed immediately after the iol implant, but gradually. The consumer reported that her surgeon and another ophthalmologist have told her she has just as much astigmatism now as she had before the implant procedures. The consumer reported she expected to see better without glasses. Additionally, the consumer stated she has had some eye issues with dry and allergies since her surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).